Event description:
It was reported that during the implant, after several repositioning attempts of the lead the physician was not confident that the helix would extend. The helix was extended/retracted a number of times and it was unclear how many rotations were performed in each direction. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead was returned and analyzed.